Manufacturer narrative:
Other, other text: b3: unknown. One device was received for evaluation. Visual inspection found a bubbled dso seal. There was no evidence of the reported problem in the device's event history log. To conduct functional testing, three accuracy tests were performed. Upon review, the reported problem was unable to be duplicated. The service history review identified no indication that the complaint was related to a service of the device within the review period., corrected data: health effects - health impact corrected.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device failed the volume test, device value is too low. No adverse patient effects were reported by the customer.